Manufacturer narrative:
Fowler clutch and motor.

Event description:
It was reported by service report that the bed's fowler drifts. There was pt involvement, however, no adverse consequences are reported.